Event description:
The device was explanted over three years later due to an upgrade procedure. It was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that an alert was recevied for a low out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information.

Event description:
Additional information was received that the physician decided to do another remote follow up interrogation one week later. At that time no out of range impedance measurements were recorded. An in clinic follow up visit will be scheduled to evaluate the lead.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.